Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. On 3/8 at 18:35 a call was received from the patient's mother stating that a pressure regulation and ventilator inoperative alarm were displayed but the device continued to ventilate. The message was conveyed to the sales representative at 18:43. Around 21:40 the sales representative arrived at the patient's home and replaced the device with the same model without an issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue was not confirmed. Two ventilator inoperative error codes were recorded in the device's error log relating to a flow sensor communication error and a pressure sensor communication error. The technician replaced the device's main printed circuit assembly (pca) board to resolve the issue. Additionally, a write flash failure error was found in the device's error log. Also, a life related smell was confirmed and the blower and outlet flow path were replaced. All device issues were resolved by replacing the parts. Unit was checked and cleaned and functionality tested. No further investigation is required.